Event description:
During procedure, water appeared to be leaking at the front of the transfer device (external to the pt). The site had difficulty retrieving the sources and bailed out. At this point, it was determined that not all the radioactive sources were contained in the closed system. During a conference call with novoste, all 16 radioactive sources were positively accounted for. There was no adverse event or pt incident reported.